Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that fourteen (14) days post-operative on (B)(6) 2019, an unknown locking compression plate (lcp) was found broken through a screw hole that was left empty. Due to financial constraints, the dog leg was amputated. Fracture repair with appropriate sized plate and lag screws were applied. There was no surgical delay reported. After fixation, the dog was on crate resting well and do weight bearing. This report is for one (1) unknown lcp plate. This is report 1 of 1 for (B)(4).